Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08715 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 460 mg/dl at time of incident and other 208 mg/dl. Customer does not confidence using the insulin pump even after did the troubleshooting and self test. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer does not use auto mode. Customer had experiencing had symptoms as nausea and abdominal pain. Customer does not wish to continue troubleshooting. The insulin pump will be returned for analysis.